Event description:
The primary indication for the procedure was chronic aortic dissection (type b). On (B)(6) 2026, on the day of the procedure it was reported that there was a type ib endoleak. The patient underwent treatment with a secondary intervention. The patient had a left internal iliac artery branch bridging stent (vbx, covered) placed. The secondary intervention was considered successful. It was reported that the endoleak was directly caused by failure to deliver the bridging stent to the internal iliac branch during the index procedure, resulting in lack of distal seal. The bridging stent slipped off the balloon during delivery and could not be advanced into the internal iliac artery. A contribution from introducer/sheath and wire interaction cannot be excluded.